Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during service check, the autopulse li-ion batter (sn: (B)(4)) was indicating as being fully charged; however, when the battery was installed into the autopulse, "low battery" beeping warning message were noted repeatedly. No patient involvement was reported.

Manufacturer narrative:
No issues were observed during functional testing of the autopulse battery (sn (B)(4)), the reported event was not reproduced and could not be confirmed. A root cause for the reported event could not be determined. The battery was functionally tested by inserting into a good known reference multi chemistry charger and was able to successfully charge with four steady green lights illuminated on the battery status led indicator during battery status check. Review of the archive data indicated no errors. No physical damage was observed on the battery upon receipt. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the autopulse battery with serial number (B)(4).